Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a clean load point 2 alarm during therapy (medication, volume and delivery rate unknown) in the medical surgical care area. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The clean load point 2 was verified. The cause was determined to be optical sensor was found to be out of specification, which was calibrated to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.